Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
The doctor reported rupture confirmed and bilateral capsular contracture baker grade ii. The device was explanted and replaced with non-allergan device. Left side.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified a sharply broken shell, wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening.

Event description:
The doctor reported rupture confirmed and bilateral capsular contracture baker grade ii. The device was explanted and replaced with non-allergan device. Left side.